Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient has had an infection on and off since the end of last year. Per the healthcare provider stated that they plan on treating the infection and plan down the road to re- implant a pump into the patient. The healthcare provider stated the reason for the infection or opening of the pump was that the patient is a larger patient whose side was rubbing on the side of a wheelchair that could have caused the seat belt to expose the eroding pocket, exposing the pump. On (B)(6) 2021 they removed the pump and they treated the patient with ibm ( inclusion-body myositis ) for an infection.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (10.2 mg/ml at 5.542 mg/day) and bupivacaine (20.8 mg/ml at 11.301 mg/day) via an implantable infusion pump. It was reported that the patient developed a large blister over the pump incision site from the seat belt that holds him into his wheel chair after recent amputations of both of his legs. The blister kept getting worse until the pump incision began to irritate the pump incision and cause it to open up exposing the pump. The system was explanted and disposed of.